Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis the lead body was found squeezed and deformed approx. 20.5 cm distal to the is-1 connector pin. In this region the insulation was observed abraded and the outer coil was found fractured. This damage can be considered as the root cause for the out of range pacing impedance mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. Further deformations of the lead most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had noise and high impedances greater than 2000 ohms. This lead was explanted and replaced.